Event description:
The device was implanted on 12/08/1987. Revision surgery was performed on 12/28/1993 to remove instrumentation. Patient had developed a bursitis at instrumentation. Patient had solid fusion. Two broken screws and a fractured rod were removed.